Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that there was a wireless recharger defect. It was stated that when an attempt was made to use the recharger, the red light blinked, and it did not find or search for the stimulator. It was noted that the recharger was a ¿used one¿ and was not new, out of box at the time of the issue. A recharger reset was attempted, but the issue did not improve. The recharger was to be replaced in the future as a result of the event; the issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the chronic pain patient was alive with no health damage at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6). G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the returned wireless recharger found that the recharger had no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.